Event description:
A baxter representative received report that a home patient (hp) observed that flow through the transfer set was possible with the clamp in a closed position. The patient went to the dialysis center and a new transfer set was connected. The reporter relayed that this was a well trained patient who was not using any disinfectant solution on the set and overtorquing can be excluded. No patient injury was reported and no prophylactic antibiotic treatment was given. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was requested. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. If the device is returned for evaluation, a follow-up will be submitted.